Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The device was not evaluated on site by a qualified technician because this event is associated with a user error (i.e. Medical prescription error), with no other performance issue. The major hypotension observed during the session was due to the incorrect doctor´s prescription. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during therapeutic plasma exchange therapy using a prismax machine, a patient experienced ¿major¿ hypotension. No numerical values were reported. It was further reported that a ¿medical error¿ occurred as the doctor prescribed a patient plasma loss of 1.5l over 3 hours. The plasmapheresis session was stopped. There was no medical intervention reported. At the time of this report, the patient outcome was not reported. No additional information is available.